Event description:
I filled a 90 day supply of 9 dexcom g7 sensors. Of the 9 sensors, 4 have failed and required replacements; 2 have failed on deployment, one has provided readings that are >100u/dl different from finger stick glucose readings, and one had a sensor failure after 4 days (typically wear for 10 days). This is especially dangerous as my insulin pump is connected with my g7 readings and inaccurate readings can cause my blood sugar to drop dangerously low or raise dangerously high. Insert date: (B)(6) 2025. Reference reports mw5167998, mw5167999, mw5168000, mw5168002, mw5168003, mw5168004, mw5168005.